Event description:
Customer reported repeated altitude alarms on the pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate form of insulin therapy.